Manufacturer narrative:
Product investigation completed. The aus was visually inspected and functionally tested. There was a leak in the pressure regulating balloon sphere at the adapter junction that was the result of fatigue and avulsion; therefore, the balloon was not functionally tested. There was no leak found with the control pump; however, the pump was contaminated and therefore not functionally tested. The occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The product analysis confirmed the cause of the device malfunction. No more information available at the moment. Should additional information become available, it will be provided. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) quit working suddenly. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a large hole was identified in the balloon. The patient did not experience any further complications. It was further reported that the patient wanted the aus replaced due to it not working properly. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The aus was visually inspected and functionally tested. There was a leak in the pressure regulating balloon sphere at the adapter junction that was the result of fatigue and avulsion; therefore, the balloon was not functionally tested. There was no leak found with the control pump; however, the pump was contaminated and therefore not functionally tested. The occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The product analysis confirmed the cause of the device malfunction. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) quit working suddenly. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a large hole was identified in the balloon. The patient did not experience any further complications. It was further reported that the patient wanted the aus replaced due to it not working properly. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.